Manufacturer narrative:
The device was returned to ventec for investigation. The reported issue was confirmed. The investigation determined that the cause was traced to a failure of a rotary valve and the observed issue was resolved by replacing that subassembly.

Event description:
It was reported that a device alarmed. There was no patient use associated with the reported issue. Upon evaluation of the device, ventec observed that the device failed to output vacuum pressure when the suction therapy was activated. As a result, desaturation of a patient's blood oxygen level could occur, if suction were necessary.